Event description:
It was reported by the customer "this past week I've used a device from another batch, as lending from another facility, and I achieved to complete the procedure in first attempt, but upon removal the guidewire presented an important kink. If a new puncture was needed I would not be able to use it again. 4fr single lumen catheter. Pediatric patient was being treated in antibiotics therapy. Patient was discharged. There is no other relevant medical history or concomitant therapy either. There was no guidewire nor other component breakage."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.